Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the error 23017 was found indicating the motor did not respond as expected on the left mtm in ssc1, axis 6, confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 6 replicating the reported event. The mtm was then installed onto a surgical fixture test platform (sftp) where power up was found to be failing on the axis 6. Once testing was completed, axis 6 motor was applied behavioral analysis tested and were verified to be the source of the fault. A second mtm was also analyzed. In logs, the error 23017 was found indicating the motor did not respond as expected on the left mtm in ssc1, axis 6, confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 6 replicating the reported event. The mtm was then installed onto a surgical fixture test platform (sftp) where power up was found to be failing on the axis 6. Once testing was completed, axis 6 motor was applied behavioral analysis tested and were verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that the system were faulting out. The tse reviewed the system logs and identified an issue with the left master tool manipulator (mtml) gimbal. The user did not wish to troubleshoot at that time. Later, the issue returned, and the tse noted error 23017 on the mtml. The user attempted to recover the fault without success and decided to convert the case to a traditional laparoscopic approach. No known impact or patient consequence was reported.